Event description:
Synergy china registry it was reported that stable angina occurred requiring additional intervention. In (B)(6) 2023, the subject was referred for cardiac catheterization. The target lesion #1 was located in the proximal left anterior descending artery (lad) extending up to distal lad with 100% stenosis and was 90 mm long with a reference vessel diameter of 3.0 mm. The target lesion # 1 was treated with pre-dilatation and placement of a 2.25 mm x 24 mm overlapped on to 3.00 mm x 38 mm synergy stent system. Following post dilatation, the residual stenosis was noted to be 0%. In (B)(6) 2023, staged procedure was performed and the target lesion # 1 was located in the proximal right coronary artery (rca) extending up to distal rca with 100% stenosis and was 74 mm long with a reference vessel diameter of 2.75 mm. The target lesion # 1 was treated with pre-dilatation and placement of a 2.25 mm x 16 mm overlapped on to 2.75 mm x 28 mm synergy stent system. Following post-dilatation, the residual stenosis was 0%. Three days later, the subject was discharged on aspirin and clopidogrel. In may 2024, the subject presented with angina and symptoms of ischemia and was hospitalized on the same day for further evaluation and treatment. At the time of the event, the subject was on aspirin. The subject was diagnosed with stable angina pectoris and was referred for coronary angiography. Angiography revealed 100% stenosis in the proximal lad extending up to distal lad which had previously placed study device. This was treated with percutaneous coronary intervention. Post intervention, residual stenosis was 0%. Additionally, the event was treated medically. Two days later, the subject was discharged from hospital. At the time of reporting, the event was considered to be recovering/resolving.

Manufacturer narrative:
E1 initial reporter phone: (B)(6).